Event description:
It was reported that the patient was running fever with chills and pain. Swelling and redness on the pocket site was observed due to infection. Rv lead dislodgement was observed. Few days later the rv lead was repositioned. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. (B)(4)